Event description:
It was reported that during implant attempt the lead had high impedance and high threshold with the helix extended. A potential micro-filament fracture was suspected. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix mechanism.